Event description:
This device was implanted on (B)(6) 2015 and was explanted on (B)(6) 2016 due to pocket revision. The physician was (B)(6) at (B)(6) hospital in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).